Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported patient (pt) had a new battery put in and since then nothing has worked and pt has therapy twice or 3 times per week. Caller said they went to the neurologist 3 days ago and the doctor put them on a, b and c to deal with their walking and tremors but they do not know if it "went through" when they tried to change patients setting from a to b but ever since they got it. The caller indicated that the patient has been having issues with their tremors and walking, eating and showering and they have the chills. The caller reports that they called the manufacturer representative (rep) and he met them at the healthcare provider (hcp) office. The hcp gave the patient 3 programs to try. The caller reports that they are not helping, but it does not sound like they have tried all 3. The caller left a message for rep again today with no calls back. Helped the caller change from group a to group b. The caller is very dissatisfied because they just used the same settings that were in the old battery, they should be working in the new battery. Caller said the pt saw the doctor 3 days ago who gave them access to a or b or c so about an hour ago, they tried changing pt from a to b but were not sure if it worked because, about an hour ago they tried it and it wasn't working, pt tried to get up and it wasn't working (to help pt's symptoms). Asked caller to connect to the patient's implanted neurostimulators and caller was successful to synch the communicator with the handset. Patient was on group b, therapy was on. Caller requested assistance to change to group c and said they would monitor the effect and call back if they need further assistance. The patient was redirected to their healthcare provider to further address the issue. The caller reports that they will take the patient to the emergency room if they have to.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.